Event description:
The home patient (hp) reported thay felt full, as if the hp was overfilled, while using the homechoice cycler for apd therapy. The hp reported during dwell 1 of 4 the pt felt full and placed the cycler into a manual drain, removing 3,160mls of fluid. The hp relates thay have a last fill volume of 2000mls and additionally performs a manual midday exchange of 2000mls, leaving fluid in the hp's a last fill volume of 2000mls and additionally performs a manual midday exchange of 2000mls, leaving fluid in the pt's peritoneum during the day until the initial drain phase of the pt's subsequent apd therepay. The hp relates the initial drain alarm setpoint was progreammed at 1400mls during the time when the hp had a last fill volume only and did not get increased when the additional manual midday exchange was implemented. According to the hp, there was no patient injury or medical intervention.